Event description:
The customer reported having high blood glucose of 543mg/dl at time of call, and a co-worker will take her to the hospital. Troubleshooting was performed. The customer mentioned changing the infusion set three different times. The caller stated when she delivered a bolus, her insulin pump alarmed no delivery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.